Manufacturer narrative:
The device was evaluated by a field service technician. The fst tightened some bolts and cleaned contacts on the device. The unit is working properly.

Event description:
Alleges going into a bathroom stall and her chair jerked and rammed her legs into the toilet seat. She was stuck for awhile.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges going into a bathroom stall and her chair jerked and rammed her legs into the toilet seat. She was stuck for awhile.